Event description:
Litigation papers allege patient experienced severe pain and discomfort in his hip.(B)(6) 2012 - medical records were received. The revision operative report indicates the patient was revised to address failed acetabular fixation. Additionally noted a hematoma at the site.

Manufacturer narrative:
Update: (B)(6) 2012: patient fact sheet form was received which identified part/lot information. There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Added: explant date. Depuy still considers the investigation closed.